Manufacturer narrative:
(B)(4).

Event description:
Procedure: right upper lobectomy. According to the reporter: consultant fired tan tri-staple. Staples were left inside the reload. Pt bleeding. Open surgery. The pt was returned to theatre, but is unsure if this was a result of the reload. Consultant stopped bleeding at the time. The rep has asked for more info from the consultant, who is on annual leave at the moment. The scrub nurse has provided all that she knows. No reinforcement material used in conjunction with the stapling device. Tissue was repaired with prolene suture. Additional blood loss was reported as 750 cc. It was very difficult to rectify the situation. The cause of death was reported as ischemic bowel. The cause of ischemic bowel could not be identified, but it affected both the small and large bowel.